Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) inc. Noted a potential adverse event regarding a non-(B)(6) inc product. It was reported during an afib case, that a right atrial pericardial effusion was noticed. The caller reported that there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ice. The caller stated that the effusion was caused by the wire of a non- bwi catheter (versacross system). The caller stated there was no bwi ablation catheter used and the only bwi catheter that entered the body was a soundstar catheter. The caller reported that the medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The caller stated that the soundstar catheter was discarded and not available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).